Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station experienced a synchronization issue with the device name. A technical support specialist guided the customer in accordance with the knowledge article 000002944 titled 'how to rename, add, or remove an adm location'. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that the pyxis cii safe system experienced a synchronization issue after the pyxis server upgrade. For instance, the cii safe was temporarily designated as clp3-old. This label was still present in the cii safe; however, the machine has been upgraded and currently identified as clp3, leading to discrepancies during the medication dispensing process. The customer stated this malfunction occurred while issuing medication to the patient and confirmed that there was no delay in patient care and harm to the patient. There were no adverse events or injuries reported based on this event.